Event description:
Additional information was received that indicated that the generator and lead were return to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that indicated that product analysis on the generator and lead was complete. The device performed according to functional specifications. No eri flags were observed during testing. The device was continuously monitored for 25.5 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. An analysis was performed on the returned lead portion and the reported allegations of lead break were confirmed. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector ring quadfilar coil appeared to be broken approximately 117 mm (connector end) and at 123 mm (electrode mating end) from the end of the connector boot. Scanning electron microscopy was performed and identified the area on two of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The area on another coil strand was identified as having extensive pitting which prevented identification of the coil fracture and another was identified as being mechanically damaged which prevented identification of the coil fracture type and no pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing (B)(4). With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Event description:
Additional information was received regarding the patient. There were no x-rays taken. There was not reported manipulation or trauma that would have contributed to the high impedance. The chance in seizure pattern was causative to the high impedance. There were no changes in programming, mediation or external factors that preceded the onset of the change in seizure pattern. The patient had heir generator and lead replaced. Good faith attempts for product return have been unsuccessful to date

Event description:
It was initially reported that the patient had high impedance on a recent diagnostics. The patient had been having a gradual increase in seizures 1-2 months prior to the high impedance being seen. The patient has been having more intense and longer tonic and at times tonic-clonic seizures for about 2-3 weeks prior to the high impedance being seen. Patient had his generator turned off as a result of the high and it is planned for the patient to have a full revision. Surgery has not occurred to date. Good faith attempts for more information have been unsuccessful to date. Patient had a reported change in seizure pattern seen in (B)(6) 2010 which is reported in MDR # 1644487-2011-02251 that appears to be a separate issue. This change in seizure pattern seems to be related to the patient's high impedance.